Event description:
The customer reported the system lost the image on the monitor. No pt injury was reported.

Manufacturer narrative:
Customer canceled call because problem arose from operator error. This MDR is related to ge healthcare complaint.